Event description:
After receiving mentor silicone breast implants in (B)(6) 2017, I started having unexplained health issues arise out of the blue for no apparent reason in (B)(6) 2017 and continuing until I explanted on (B)(6) 2018. I was suffering body aches and joint and muscle pains, pins and needles and numbness in my arms and fingers, dry eyes and mouth, ringing ears, chronic fatigue, body sweats, hot flashes, cold fingers, weight gain, ms symptoms, brain fog, severe depression and anxiety, high cholesterol, neck & shoulder pain, pain walking, memory loss and confusion, adult acne, insomnia, dizziness, teeth sensitivity, hot/cold intolerance. I had fungal and bacterial fungus show up in blood work as well as super elevated liver enzymes and rbc and platelet and wbc. Inflammation throughout my entire body and face and I was unable to exercise to lose weight because the body aches were getting unbearable to be able to walk or stand for any length of time. My breasts were hard and swollen and it was hard to catch a good breath without being in pain.